Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella 5.5 for mechanical circulatory support. The patient complained of soreness around the insertion site. No bleeding or hematoma. The following day, the insertion site had mild swelling, but improved per patient. Improving right hand numbness, likely secondary to intra-operative brachial plexus stretch. No evidence of hematoma. The patient remained on support until successful explant and survived.

Manufacturer narrative:
The investigation of the reported failure mode has been completed. Pain/ inflammation : the cause of the injury was not determined due to insufficient clinical details. Ischemia : the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review: the device passed all the post sterile inspection checks.